Manufacturer narrative:
Manufacturer's ref# (B)(4) technical investigation concluded: a DHR review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: it has been reported that 'receiver dome and red part of receiver fell off in member's ear. Member was able to get it out in the office'. No further symptoms were reported. No further follow up received. Clinical conclusion is that the this has not caused harm to the patient and no medical treatment was prescribed. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g., unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register conclusion reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report

Event description:
It was reported: receiver dome and red part of receiver fell off in member's ear. Member was able to get it out in the office. No further symptoms were reported. No further follow up received.